Manufacturer narrative:
(B)(4): the customer reported the battery failed to hold a charge and the device did not turn on during testing. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery failed to hold a charge and the device did not run on during testing.